Event description:
The contact reported the pump was dropped in water during an unspecified time prior to the occlusion alarms. No alarms were received due to the pump being dropped. Tandem technical support (cts) had the contact check the back of the pump and verified no moisture was found. Due to no moisture being observed, cts informed the customer that this event was most likely not the cause of the occlusions.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) level was not impacted. The customer changed their supplies multiple times, after the supply changes the customer continued to receive occlusion alarms. Reportedly, the customer had observed insulin exiting the infusion set tubing during fill tubing and when delivering a bolus. The contact troubleshot the issue prior to contacting tandem technical support therefore no troubleshooting was performed during the call to confirm that the pump was functioning as expected.